Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient reported after the 2-hour warm-up and prior to calibration, the receiver displayed "???" For over 1 hour and the sensor could not be calibrated. Because of the sensor error, he was unable to monitor his blood glucose (bg). While at work the morning of (B)(6) 2019, he experienced a hypoglycemic event. His coworkers escorted him to the break room; however, because he was awake but not alert, emergency medical services (ems) was called. His bg per ems was 24 mg/dl; he was treated with fluids and glucose via intravenous (IV) therapy. He declined transportation to the hospital. His bg post treatment was 147 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.